Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 54 mg/dl and 207 mg/dl at the time of incident. The current blood glucose level is 204 mg/dl. The customer treated low blood glucose with food. Customer declined troubleshooting. The insulin pump will not be returned for analysis.